Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the piston on the pump did not fully retract, and a cartridge could not be loaded onto the pump. There was no reported adverse impact to the customer's blood glucose level. Reportedly, a cartridge was successfully loaded onto the pump, and insulin delivery was resumed. Customer continued to use the pump for insulin therapy.

Event description:
It was reported that the pump shut off unexpectedly after the customer misaligned the placement of their pump on the tandem-provided charging pad, and that the piston on the pump did not fully retract, and a cartridge could not be loaded onto the pump. As a result, the customer's blood glucose (bg) elevated to over 700 mg/dl with small ketones and the customer subsequently went to the emergency room. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg.  Customer was discharged later the same day with the issue resolved and no permanent damage. The pump was reset, a cartridge was successfully loaded onto the pump, and insulin delivery was resumed.  Customer continued to use the pump for insulin therapy.